Event description:
The customer's parent reported via telephone call that the customer had a hypoglycemic event. The blood glucose dropped to 23 mg/dl. The paramedics were called and the customer was given juice and food and the insulin pump was removed. The paramedics observed but did not treat at the scene and the customer was not hospitalized. The parent was unable to troubleshoot for low blood glucose at that time but was advised to call back to troubleshoot the insulin pump when able to.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.